Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was hospitalized with a high blood glucose of 600 mg/dl and diabetic ketoacidosis. The customer experienced symptoms of nausea, vomiting, abdominal pain and difficulty breathing. Leading up the hospitalization, the customer had done three set changes without being able to bring down the blood glucose reading. The customer was wearing the insulin pump at the time of the event. The customer was treated with an insulin drip. The drive support cap was normal and recessed. The customer declined further troubleshooting and was advised to changed the entire set, reservoir and insulin, and treat per a health care professional's instruction. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
The pump passed the delivery accuracy test.